Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
After cementing the stem to the humerus, it was confirmed that the resulting posterior rotation angle deviated from the planned angle, necessitating reinsertion. The cement was broken up, the stem removed, and the same stem was repositioned at the correct angle before being cemented in place once more. At this time, the slap hammer damage reported in 0001649390-2025-00951 occurred.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
This is related to (B)(4) . After cementing the stem to the humerus, it was confirmed that the resulting posterior rotation angle deviated from the planned angle, necessitating reinsertion. The cement was broken up, the stem removed, and the same stem was repositioned at the correct angle before being cemented in place once more. At this time, the slap hammer damage reported in (B)(4) occurred.